Event description:
Customer reported that touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions for returning the damaged pump to tandem. Customer was informed that the replacement pump would come with updated software and that they would need to program their settings and connect their cgm to the new device. The customer was aware of the steps required, including putting the pump into storage mode, using the provided return box, and ensuring timely return to avoid charges. Customer will continue to use current pump.